Event description:
Primary rn stated to baxter pump rounding rn that lactated ringer bolus had been administered using this IV pump, and that when the pump stated the bolus was complete, only half of the bag had been administered. IV pump brought to nursing office and taken out of use.